Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary the device was received with no apparent damage. It was connected to a generator and when activated with a test instrument, it resulted in a "replace hand piece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power open circuit condition at the cable affecting the functionality of the hand piece. In addition, the moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressible force on the distal seal. However, no definitive root cause could be drawn. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. It is probable that the ingress of moisture affected hand piece functionality. No conclusion could be reached as to what caused this power electrical issue.

Event description:
It was reported that during an unknown procedure, the generator didn't recognize the device. There were no patient consequences reported. No additional information is available at this time.